Event description:
The patient reported that their doctor ordered a 3d x-ray and didn't know that included an MRI. The MRI was not related to the device; it was for neck pain and the device was not being used to treat the neck pain. The patient was not eligible for a neck MRI. During the MRI the patient experienced shocking and they were being referred to a pain management specialist for issues that developed after the MRI was done. The MRI occurred about a month prior to the report and the symptom onset was immediate. The device had been shocking the patient when it was on so they turned the device off and the shocking resolved. The patient also had nerve pain in their neck and down their right shoulder into their right arm that felt like a shocking sensation. The nerve pain was also described as sharp and shooting. They were barely able to lift their right arm. Their neck pain had also worsened since the MRI. The patient was put on oral oxycodone for pain. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.